Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient underwent another procedure on (B)(6) 2008 and apogee was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent transvaginal urethral lysis, urethroplasty of the rhabdosphincter, post lysis of scar tissue, cystourethroscopy with hydrodistention and evaluation of bladder injury, sling release to fix bladder neck position and history of previous urethral surgery on (B)(6) 2014.